Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was up until three in the morning with a blood glucose exceeding 400 mg/dl due to issues with her reservoirs; however, the issue was not specified. The customer changed her site and treated the insulin pump. The customer also treated other high blood glucose events with manual insulin injections. The patient's current blood glucose is 301 mg/dl. No troubleshooting occurred for the reservoir issue, and no products were returned or replaced.